Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. The caller did not provide information about any adverse impact on blood glucose levels. Customer technical support (cts) guided the caller through troubleshooting steps that included using the finger tip to press the button while supporting the pump, and removing the pump from its case, but the issue persisted. Consequently, cts decided to replace the pump and confirmed that it was still under warranty. The caller opted to use multiple daily injections (mdi) as a backup insulin delivery method during the replacement process. Cts instructed the caller on returning the faulty pump and preparing it for return, which the caller acknowledged and understood.